Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and a leak from the tubing, approximately one inch above the male luer, was detected. Microscopic inspection showed that there is a hole in the tubing along with a drag mark. The reported condition was verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink secondary medication set leaked from a hole during infusion of an antibiotic. There was no patient injury or medical intervention associated with this event. No additional information is available.